Manufacturer narrative:
Correction to field h6: impact codes. Correction to field h6: evaluation method codes.

Event description:
It was reported that the pacemaker potentially exhibited loss of capture on the right ventricular (rv) channel. It was noted that the right ventricular automatic threshold (rvat) feature is in suspension mode often. Boston scientific technical services (ts) recommended programming options. The device remains in use. No adverse patient effects have been reported. Subsequently, the device was returned for analysis, indicating that the device was explanted. No additional adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced with a non-boston scientific product due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the pacemaker potentially exhibited loss of capture on the right ventricular (rv) channel. It was noted that the right ventricular automatic threshold (rvat) feature is in suspension mode often. Boston scientific technical services (ts) recommended programming options. The device remains in use. No adverse patient effects have been reported. Subsequently, the device was returned for analysis, indicating that the device was explanted. No additional adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced with a non-boston scientific product due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker potentially exhibited loss of capture on the right ventricular (rv) channel. It was noted that the right ventricular automatic threshold (rvat) feature is in suspension mode often. Boston scientific technical services (ts) recommended programming options. The device remains in use. No adverse patient effects have been reported. Subsequently, the device was returned for analysis, indicating that the device was explanted. No additional adverse patient effects were reported.